Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: initial analysis during repair of the device found that the bail covers were contaminated, the ring cover was broken, the battery contacts were compressed, the ring was missing, the upper case was dented and the main printed circuit board (pcb) was out of electrical specification. Further analysis was performed on the main pcb. Visual inspection revealed no anomalies. Bench analysis found that one supercap failed in-circuit testing, surge current was below normal, and the battery removal test failed. After a capacitor was replaced, the battery removal test passed, the device stayed on for greater than ten seconds after the battery was removed. Conclusion: the battery removal failure was confirmed to be caused by a capacitor component failure. (B)(4).

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.